Event description:
It was reported that the ventilator's turbine would not spin with an audible alarm. The reported problem occurred during service of the ventilator and was not connected to a patient.